Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the unit box has a torn label. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 21, 2023. The evaluation of the returned sample was found that the unit box label was damaged. All capiox units are 100% visually inspected during and after packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.